Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser power was weak before a procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 13, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Fiber the customer reported that the laser power output from their system was low. The company representative examined the system and found fiber was nonconforming and replaced to address the issue. The company representative then tested the system and found it to meet specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 13, 2015. Based on qa assessment, the product met specifications at the time of release. The fiber was received for evaluation. A visual assessment of the returned sample revealed 5 visible kinks in the laser fiber, indicating a cracked laser fiber, were found. However, how or when the fiber became nonconforming cannot be determined conclusively. The root cause of the reported event can be attributed to a nonconforming fiber. However, how or when the fiber became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).